Event description:
User experienced a leak from the analyzer. No patient samples were involved. Operator was not harmed. The field service representative determined the water supply tubing connecting the water input pump and the sterapore filter had chaffed against the aluminum chassis underneath the reagent box, exposing a pinhole leak. He patched the exposed tubing and placed vinyl tape along the rough exposed aluminum chassis.